Event description:
Multi-lumen large bore central venous catheter inserted into right subclavian vein. Infusion catheter fed over wire and advanced. Resistance met on attempt to remove guide wire. It gave way and snapped, spiral coiled wire - unwinding. On chest x-ray piece of wire wrapped on itself in pulmonary artery.